Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key drill device would not move - chuck seized, the moving parts did not move smoothly and the device had component damage. It was further determined that the device failed pretest for check the drill chuck and check the free movement. It was noted in the service order that the device was not working properly after a trauma surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was known to have occurred on the (B)(6) day in 2021. The month was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.